Event description:
Per independent repair center statement; the unit had low o2,yellow light. The key failure was contaminated sieve beds. Additional malfunctions were a contaminated 4-way valve, and leaking tie wraps.